Event description:
On 7/15/2000, at 0820 hours, smoke began pouring from device #1's head wheel where the battery back-up (device #2) is located. Staff implemented the fire procedures, unplugged the bed, utilized a fire extinguisher, and transferred the pt into another bed and room. The ICU room was cleaned and placed back in service at 1100 hours. The pt's condition remained critical/unstable prior to and after the incident and pt expired at 1730 hours.